Event description:
Additional information was received from the patient: the patient has had ongoing therapy issues. They just pee, pee, pee and it is out of whack. The patient requested assistance using the external device and it was reviewed how to increase amplitude. Recommended patient monitor their symptoms and if not resolved might consider a new program or following up with managing physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy it was reported that the patient needs help adjusting the settings. Their therapy is not helping. Patient has the therapy for the bladder. Their return of symptoms started a week ago. They usually talks to a manufacturer representative (rep) but the patient has not been able to get a hold of them and has not left a message. One night the patient had to go to the emergency room because they couldn't release their urine and they had to cath the patient. The rep changed the patient's program back in september. Checked the patient's current settings and they were on program 6 at 2.3 volts. Patient increased the stim to 3.1 volts and could feel the stim in the rectal area. Told caller to monitor their symptoms for a couple days and see if their symptoms improve. The patient's relevant medical history included a lot of bladder issues this year. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.